Event description:
The cardio help started alarming and indicated that all flows had stopped. As my troubleshooting was not successful, I attempted to activate the hand crank for perfusion, but this was less than successful as the hand crank would not lock in. Fortunately, only 45 seconds went by before another machine was obtained. The pt needed no intervention. The perfusionist reported to the MFR that he was in a position to utilize the emergency drive and that he experienced difficulty in seating the hls module in the emergency drive unit. He said that the plastic film placed over the slot on top of the hls module interfered with the lug placement. He questioned whether it was the design intent to remove the plastic film. The perfusion territory manager stated that the film was designed to be depressed or perforated when the lug was inserted into the slot and removal of the film is not recommended by maquet as a prerequisite to placement of the hls module into the emergency drive.